Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged insulin pump battery lasts only for 2 days and also received pump error 82(the hrm task did not grant motor power in reasonable time) twice. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Customer was able to clear the error and pump passed displacement test. Pump did not pass additional testing or error table indicated that replacement was required. No harm requiring medical intervention was reported. Mmt-1884l was requested for return and customer response was the device will be returned.

Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. No low battery alert or pump error 82 alarm noted during testing. Successfully downloaded history files and traces using thump. Pump error 82 alarm (line number 427 file number (B)(4) ) was found in the traces on 04/14/2024 17:05:53.000 due to moisture damage to the pcb1 board as per global logic analysis esf3764387. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Confirmed the pump alarmed low battery alert on 04/02/2024 17:07:00.000 in the history files. These alerts are expected and occur during normal pump operation. No moisture damage noted to motor assembly per visual inspection. The motor was tested outside of device and passed. The following were noted during visual inspection: corroded electronic assemblies, scratched case, pillowing keypad overlay, and cracked case (battery tube). The p-cap/reservoir does lock properly. Pump passed functional testing. No low battery alert or pump error 82 noted during test. However, confirmed pump error 82 alarm in the pump history due to moisture damage to the pcb1 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.